Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. Functional testing was initially performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink in the wire. In order to determine the functionality of the rotablator device, additional testing was performed using a test rotawire. The test rotawire was able to be fully inserted and removed from the rotablator device with no resistance or issues. The event date of (B)(6) 2022 is estimated based on reported information.

Event description:
It was reported that device entrapment occurred. A 1.25mm rotablator rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the rotalink system had a rotation problem and the burr adhered to the guide, making it impossible to use both materials. No patient complications were reported.

Manufacturer narrative:
The event date of (B)(6) 2022 is estimated based on reported information.

Event description:
It was reported that device entrapment occurred. A 1.25mm rotablator rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the rotalink system had a rotation problem and the burr adhered to the guide, making it impossible to use both materials. No patient complications were reported.